Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date. 1st august 2015. Corrected h4 device manufacture date. 17th july 2015.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. The piece of cover has come off. There was no injury reported however we decided to report the issue in abundance of caution as any parts or particles falling off may lead to contamination of the sterile field. It was confirmed by the getinge representative that the customer repaired the device by themselves by replacing a damaged part. During the investigation, it was not possible to determine what exactly the cover was damaged. It was established that when the event occurred, the device did not meet its specification, due the piece of plastic coming off on the device and it contributed to event. It was not established if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. Manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the part involved and the root cause. In case of new relevant information, the case will be reconsidered. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a very low ratio. It is the 6th reported event -worldwide- relating the piece of cover has came off. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop surgical light. The piece of plastic has came off. There was no injury reported however we decided to report the issue in abundance of caution as any parts or particles falling off may lead to contamination.